Event description:
Event description boston scientific received information that upon interrogation, this pacemaker displayed no magnet response, no markers, no output, out of range frequencies, missing daily measurements, and possible loss of capture episodes. This pacemaker was included in the advisory population of pdm hermetic sealing advisory - original population (7/18/2005). The battery status exhibited full status and to date, there have been no adverse patient effects reported associated with this clinical observation. Five days later the device was explanted and a new device was successfully implanted and reconnected to the chronic leads.